Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. After predilatation was performed the 3.5x8 mm xience pro stent delivery system could not cross the lesion. The proximal shaft separated; however, was removed without issue. A second round of predilatation was performed and a 3.5x18 mm xience pro was able to cross successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middle weight; guide cath: vista brite tip jr 4.0 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.